Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No product was returned. Data logs were returned. Upon data log analysis, it was found placement signal not reliable. There were no motor current spikes outside of p-level changes. The contrast was variable for the entire case runtime. The root cause of the optical signal issue was unable to be determined due to lack of sufficient clinical details, unreturned product, and inconclusive evidence from data log analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, a placement signal not reliable alarm occurred. The audio was disabled. There was no patient harm.